Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported by the customer to be due to a split in the drain portion of the disposable set (downstream from the homechoice and not part of the sterile pathway), further described as, the customer thought this to be the cause because it was the only issue that was noted. On the same day as diagnosis, the patient began treatment for the event with unspecified antibiotics (doses and frequencies were not reported). On an unreported date, the physioneal therapies were discontinued. No further information was provided regarding the outcome of the peritonitis or whether the patient was hospitalized for the event. No additional information is available.